Manufacturer narrative:
Review of livanova complaints database revealed no other similar cases notified since unit installation in 2018. The most likely root cause of reported failure was a jammed stirrer motor (probably due to wear of the bearing or corrosion/degradation or also environmental conditions as water infiltration, humidity, condensation or high temperatures) which required an electrical power overload to work, this reasonably resulting in an overcurrent that ultimately damaged distribution and processor boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that the water was not circulating into a 3t heater cooler device during a procedure. There is no report of any patient injury. When the device was investigated, it was clarified the issue affected the patient circuit.

Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge was dispatched on site for troubleshooting solved the issue by replacing distribution board, processor board and stirrer motor. Results of subsequent functional tests run were found aligned with specifications, consequently unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.